Event description:
It was reported that the device was used during a laparoscopic cholechstectomy, the device locked down, placed the clip, but would not release off the cystic artery. Had to manually force device open. This occurred on the 2nd firing. Case completed with another device of the same product code. Cholangiogram was performed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.